Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment requiring intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, restricted posterior leaflet, enlarged atrium, a centimeter coaptation gap, tethered posterior leaflet and anterior leaflet override. A mitraclip xtw (21208r1073) was selected for treatment, but difficulties grasping and capturing the leaflets occurred. The clip was implanted, but an echocardiogram revealed that a single leaflet device attachment (slda) occurred due to patient anatomy. The clip had detached from the anterior leaflet and remained attached to the posterior leaflet. To stabilize the slda clip, a mitraclip xtw (21208r1072) was used, but was unable to grasp the leaflets. The clip was removed from the patient and the procedure was aborted. It was noted that imaging was difficult due to patient anatomy. The mr was reduced to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation (slda) was due to challenging anatomy in conjunction with difficult imaging. The reported image resolution poor was due to challenging anatomy with abnormal cardiac size. The reported difficult or delayed positioning (leaflet grasping, leaflet capture) also appears to be related to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.